Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty procedure. I received a depuy 50 mm cup pinnacle 100 series cup, a metal insert 36 mm x 50 mm, a femoral head, 36 mm, and a summit tapered hip stem, standard offset, size 4. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: degenerative joint disease, right hip.